Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, system risk analysis (sra), and functional analysis. ¿the device history record (DHR) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿trending analysis of the odor/smells issue for the sterrad® nx unit was reviewed for the prior six months from open date and no significant trend was observed. ¿review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the odor/smells is likely due to the oil return valve, male elbow, tubing, and interface board. The asp field service engineer replaced the parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: cmp-(B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil return valve, male elbow, tubing, and interface board were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a ¿slight burn smell¿ or odor emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was instructed to power the unit off and discontinue use. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The oil return valve and male elbow were returned and successfully completed a test cycle with no failures or faults. No mist, odor, smells, vapor, or smoke was observed. Visual inspection yielded no unusual findings, defects, or anomalies. The failure of the oil return valve and male elbow could not be confirmed. The interface board was returned, and visual inspection yielded no unusual findings, defects, or anomalies. Upon installation of the returned part in a qa unit, the test cycle canceled; however, no mist, odor, smells, vapor, or smoke was confirmed or observed during the test cycle. The tubing was not returned for further evaluation. Asp complaint ref #: (B)(4).